Event description:
An ultratome was going to be used for therapeutic purpose. Before the procedure, it was noted that the catheter was kinked and at a later date, it was determined that the cut wire was broken.